Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The moisture was behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/30/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/17/2015 with the following findings: visual inspection revealed that the battery compartment was cracked near the top and below the bumper pad. Evidence of moisture was found inside the pump. Moisture damage was observed on the display and the display board. No battery cap was returned with the pump. A test battery cap was used to complete all testing. During testing, the pump powered on to a blank display with audio tones and vibrations functional. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was detached/missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.